Event description:
It was reported, the high-definition liquid crystal display monitor had no image. The event occurred before the procedure, and was carried out as planned with a similar set of equipment. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The olympus field service engineer confirmed that there was no video signal from the processor and identified a defective serial digital interface (sdi) cable. Sdi cable was replaced and the bayonet neill-concelman (bnc) socket in the column was properly secured. The operation of the device was checked, and the monitor was working normally. Based on the results of the investigation, it is likely the following led to the malfunction: faulty serial digital interface cable, resulting in no video signal from the processor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high-definition liquid crystal display monitor had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.